Event description:
Resident doctor contacted distributor about possible revision on a patient scheduled dfor surgery 1/5/93. Patient had limited range of motion and stiffness in knee. Upon operation, it was discovered the poly had seperated from the metal backing of the patella and a groove was worn in the femoral component. Implants were remove and replaceddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.